Event description:
A report was received that the patient's battery went dead. Database analysis revealed premature battery depletion. The patient will underwent ipg replacement. Patient was doing well following the procedure.

Event description:
A report was received that the patient's battery went dead. Database analysis revealed premature battery depletion. The patient will underwent ipg replacement. Patient was doing well following the procedure.

Event description:
A report was received that the patient's battery went dead. Database analysis revealed premature battery depletion. It was confirmed that patient had a previous surgery wherein electrocautery was used. The patient underwent an ipg replacement and was reportedly doing well following the procedure. Monopolar electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual (B)(6)).

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of damage to the ipg because of electrocautery use during a revision procedure has been confirmed. The analog ic was damaged. The battery depletion rate with stimulation off exceeded the typical battery depletion rate. Depletion rate was in the normal range prior to the procedure. At the approximate date of the procedure, the depletion rate climbed markedly. The aic-u1 damage resulted in the rapid battery depletion rate of the ipg.